Manufacturer narrative:
On (B)(6) 2015 10:45 am (gmt-5:00) added by (B)(6) ((B)(4)): more information surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that while on patient, the expiratory one way valve in the patient cassette was stuck. According to received information, there was no injury reported. (B)(4).

Manufacturer narrative:
The issue could not be confirmed when investigating the one-way valve including the valve seat. The received trend logs showed very small expiratory tidal volumes which may indicate a stuck expiratory valve. No other indications were present in the received device logs. In prior investigations, different methods to simulate a stuck valve have been used. The valve was exposed to saline, human saliva, and water which were added to, then extracted, from a co2 absorber. When performing the simulation method above, it was possible to reproduce the event with a stuck valve but we do not have any evidence that these simulation methods corresponds to what made the valve stuck at the hospital. A prior sem-eds elemental analysis of another returned valve seat from the same hospital showed the presence of varying amounts of oxygen, sodium, alumina, silica, chlorine, potassium, calcium, and sulfur. This may indicate the presence of sodium chloride, although this is not directly proven by the analysis itself. Samples taken of the compressed air from the hospital compressor after did not show any detectable amounts of sodium, chlorine, or alumina. This means that the sodium and chlorine contamination found on the valve seat during the sem-eds elemental analysis of the returned valve must enter the anesthesia in some other way. Alternatively, the hospital compressor is not desalinated properly at all times, and that may explain why this happens randomly.

Event description:
(B)(4).